Manufacturer narrative:
H3, h6: the associated device was returned and evaluated. The manufacturing process of the device did not contribute to the reported event. A visual inspection was conducted and confirmed that the journey ii cr lkg fem imp bumper lt is fractured into two pieces. Only one piece was returned. The device shows signs of significant wear and use. The clinical/medical evaluation concluded that based on the information provided, the root cause of the reported breakage cannot be definitively concluded. The patient impact was the reported device breakage, use of back-up device and surgical delay. ¿all pieces of the device were recovered successfully.¿ further patient impact would not be anticipated as there was no patient harm alleged. No further clinical/medical assessment is warranted. A review of complaint history revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that, during a tka surgery, a journey ii cr lkg fem imp bumper left broke off during impaction. All pieces were recovered successfully. Surgery was completed with a back up device, after a delay less than or equal to 30min. No harm to the patient or staff.